Manufacturer narrative:
Reporting address line 1: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that ¿device prompts "needs replace battery" during self-test.¿ there was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Analysis was performed by customer only. Based on the results of the analysis provided by customer, the reported problem was determined to be due to a component failure. The root cause of the component failure could not be determined. The issue was resolved by replacing the battery and the product is back in service.